Event description:
It was reported that the pt had high impedance on diagnostics. The pt has been nearly seizure-free since implant. X-rays were reviewed by the MFR and it was noted that the pin may not be fully inserted into the generator connector block, though based on the angle of the images, this could not be confirmed. No other anomalies were visualized. Attempts for further info have been unsuccessful to date.